Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 02 feb 2021 was reviewed. On (B)(6) 2014, the patient had a left total knee arthroplasty to address degenerative arthritis left knee. Depuy components including depuy patella and competitor cement x2 was used during this procedure. There were no complications reported. On (B)(6) 2018, the patient had a left revision to address aseptic loosening. During the procedure the surgeon noted significant effusion. The femoral component was loose at the bone/implant interface. The tibial tray was loose at the cement/bone interface. Competitor components were utilized during this procedure. Doi: (B)(6) 2014 dor: (B)(6) 2018 (left knee).